Event description:
It was reported that patient underwent primary knee procedure in (B)(6) 2009. Patient underwent revision surgery in (B)(6) 2010 to release a neuroma. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Items were revised to release a neuroma. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4).